Manufacturer narrative:
Device data was provided for analysis. Review of the data confirmed the over-reporting of arterial pressure. This caused the pvha to open to compensate for the reported high pressure. The device was serviced at the customer site. Physical and electrical inspections were performed and no faults were found. A test perfusion was run and all pressures and system operation was normal. None of the errors could not be duplicated during testing. The device passed all testing.

Event description:
It was reported that during the perfusion, arterial pressures were reported to be greater than 100mmhg for more than 3 minutes despite the both of pinch valves being in the fully open position. Troubleshooting was attempted with clinical support focusing on an incorrectly elevated arterial pressure reading but this was not successful in resolving the issue. The accepting surgeon considered additional review and repeat testing of perfusate and bile parameters. Subsequent to the elevated arterial pressures being noted, an additional issues were observered with the nurtrition pump, which would run continuously regardless of user measurement inputs and in addition, at the end of the perfusion the device would not respond appropritately to the start/stop perfusion button. It was discussed with the device user that clamping the lines when removing the liver could be a necessary step. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.